Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported subarachnoid hematoma and subsequent patient expiration could not be determined through this evaluation. Per the reported information, the patient sustained the head bleed due to a mechanical fall. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2009. The heartmate ii lvas instructions for use (IFU) lists bleeding and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient fell on their head leading to a subarachnoid hematoma with conversion. A computed tomography (CT) scan on (B)(6) 2020 showed evidence of herniating. Care was withdrawn on (B)(6) 2020. International normalized ratio (inr) of 2.8 was noted at the time of fall (within goal). The pump was not explanted. No additional information was provided.